Event description:
The customer reported the system displayed dark images that prevented work from being performed. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the contrast and brightness. The system operates as intended.